Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there was a patient alert. It was also reported that the chronic and a new right atrial (ra) lead would not produce "satisfactory values." It was noted that the analyzer had "failed" and was not working properly and when tested with a new programmer the values were normal. The chronic ra lead remains in use and the new ra lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.